Event description:
Info received indicates the left siderail is not latching.

Manufacturer narrative:
The technician found the latch mechanism was sticking. The technician lubricated the siderail latch mechanism to repair the bed.